Event description:
A product failure was reported for a 3.5x12mm nc trek and a 3.5x15mm nc trek. Reportedly, one could not be advanced over an unspecified guide wire, and the other the protective sheath was difficult to remove; however, it was not reported as to which trek had which malfunction mode. There was no additional information provided. The 3.5x15mm nc trek was returned with the balloon peeled and the inner member collapsed, consistent with guide wire difficulty. The 3.5x12mm nc trek was returned with the distal shaft stretched and separated, consistent with protective sheath removal difficulty.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The 3.5x15mm nc trek referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath could not be tested because the protective sheath was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the protective sheath of the nc trek was difficult to remove. There was no additional information provided.